Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results : visual, material analysis, functional and dimensional inspections could not be performed as the device was not returned.  Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not available.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the constrained liner from the acetabular shell. The liner and femoral head were revised to an mdm metal liner, adm/ mdm poly insert, and another femoral head. Rep confirmed that there are no allegations against the revised femoral head, and that no further information will be released by the hospital or surgeon.